Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer replaced pump supplies to address the issue. Customer blood glucose was 300-600mg/dl. Elevated blood glucose was addressed with manual insulin injection.